Manufacturer narrative:
Section d4 and h4 were corrected. The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual inspection, functional testing, or dimensional analysis was able to be performed. Imagery was provided by the complaint site and it was observed that the valve frame appeared noncoaxial with the sheath during advancement. One (1) strut was bent sideways at the inflow and one (1) strut was bent inward at the outflow. The crimped valve was on the cut inflation balloon post procedure. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed one other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over manipulate the sheath at any time. Vascular complications, successful management of vascular complications depends on being prepared: first priority should be controlling bleeding through endovascular techniques: aortic occlusion balloon, iliac occlusion balloon, or reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. In this case, per the report, the cause of the dissection was unknown. However, patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) are likely contributing factors for the event. The complaint for frame damage was confirmed. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing nonconformance was unable to be determined. Review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per the report, after that the esheath was successfully placed in the abdominal aorta, the devices were unable to be advanced through the esheath. Stent crown showed bending on the top of the stent and a possible puncture of the esheath. The commander system (including the valve) was never passed out of the esheath. Additionally, it was noted the patients access vessel had calcification and high degree of tortuosity. The presence of tortuous access vessel and steep insertion angle can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. If push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system. Do not over manipulate the sheath at any time. It is possible that difficulty was encountered during delivery system advancement and retrieval as indicated by the noncoaxial valve within the sheath, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to the valve struts catching within the sheath shaft and resulted in the bent strut. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for frame damage was confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No labeling or IFU/training inadequacies were identified. A pra and CAPA was previously initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information was received. Section h6 was updated. Implantation of the 26mm sapien 3 ultra valve was successful. The patient had intraoperative bleeding in the groin. Intraoperative transfusion was performed with 5 units of the red blood cells 4 units of fresh frozen plasma. Two covered stents were placed, one in the right side and one in the left side. CT angio after the procedure showed a small bleeding at the right side, a. Profunda femoris. The left side bleeding stopped after the covered stent was placed. The patient had postoperative delirium and nosocomial pneumonia. They received invasive ventilation the day of the procedure. The patient was reintubated 10 days later, and then had a dilation tracheotomy 5 days later. Weaning was not possible due to the delirium. Approximately 1 month post procedure, the patients family no longer wanted to extend the treatment and the patient expired.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This case represents the valve used during the procedure. Please reference related manufacturer report 2015691-2021-02115. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 ultra valve in aortic position using transfemoral approach, there was difficulty advancing the sheath into the patient. The esheath was pulled back, propofol was used on the sheath, and the esheath was successfully placed in the abdominal aorta. There was difficulty advancing the delivery system and valve through the esheath. A valve strut was observed to be bent and there was a puncture of the esheath. The system was pulled back, but was stuck in the esheath. The delivery system balloon and tip of the delivery system was elongated. The delivery system was cut outside the sheath and then pulled out of the sheath. The esheath was removed. The tip of the commander and valve were found at the hemostatic valve of the esheath. A new system was prepared and new 26mm sapien 3 valve was implanted successfully. The transfemoral artery showed a dissection of the common iliac, which required covered stents. The cause of the dissection was unknown. Post tavr procedure, the patient had problems getting mobilized in the ICU. The patients vital parameters were okay but not good. At last report, the patient was still in the ICU and acquired a lung infection. Photos of the devices showed the delivery system balloon was torn and the distal tip, nose tip was separated due to manual cutting of the system during withdrawal. The valve had one bent strut on the inflow side near the triple marker.